Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pimp had beep anomaly. The customer's blood glucose was unknown at the time of incident. Customer stated that the insulin pump did not vibrate during vibrate test. The device will be returned for analysis.

Manufacturer narrative:
Device failed to vibrate during self-test due to vibrator motor connector broken black wire. No audio/beeping anomaly noted.